Manufacturer narrative:
Block e1 (initial reporter phone): the other phone number of the physician: (B)(6). Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head only) was analyzed, and a visual evaluation noted that there were seven bands attached in the ligator head, some of them had moved from their position and overlapped. The returned suture thread was incomplete. The device was observed under magnification, and the ligator head teeth were bent/damaged. The suture hole was in good condition. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the attached bands in the ligator head had moved and overlapped, suggesting the device could not deploy. The teeth were also bent/damaged. These conditions could have been generated due to the manipulation or technique used at that time to interact with the device may have interfered with the normal operation of the device, the crooked teeth clearly showed that the functionality of the device was affected in some way, possibly the tortuosity or anatomical conditions of the patient. Since only the ligator head that was returned, it is not possible to carry out a more thorough investigation to determine the influence of the device. The most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus to treat variceal bleeding during a procedure performed on (B)(6) 2022. The patient presented to the ER during the night with "massive" variceal bleeding. The physician opted to treat the patient with a speedband superview super 7 variceal ligator. It was noted that there was no difficulty experienced upon setting up the device. During the procedure, after introducing the device into the patient, the bands were unable to deploy and were placed on the ligator cap one on top of the other. It was reported that the bands got entangled after they attempted to deploy the bands. A second speedband device was used to complete the procedure and stop the bleeding. The patient had a history of multivessel disease, coagulation disorder, and was on plavix in advance of coronary stent placement. It was reported that on (B)(6) 2022 the patient passed away. In the physician's assessment this was not related to the speedband device or the procedure. The physician confirmed that the patient passed away following the procedure due to the patient's condition (including multivessel disease, coagulation disorder, and the use of blood thinners) and not the band ligation procedure or the speedband device.

Manufacturer narrative:
The other phone number of the physician: (B)(6). Medical device problem code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus to treat variceal bleeding during a procedure performed on (B)(6) 2022. The patient presented to the ER during the night with "massive" variceal bleeding. The physician opted to treat the patient with a speedband superview super 7 variceal ligator. It was noted that there was no difficulty experienced upon setting up the device. During the procedure, after introducing the device into the patient, the bands were unable to deploy and were placed on the ligator cap one on top of the other. It was reported that the bands got entangled after they attempted to deploy the bands. A second speedband device was used to complete the procedure and stop the bleeding. The patient had a history of multivessel disease, coagulation disorder, and was on plavix in advance of coronary stent placement. It was reported that on (B)(6) 2022 the patient passed away. In the physician's assessment this was not related to the speedband device or the procedure. The physician confirmed that the patient passed away following the procedure due to the patient's condition (including multivessel disease, coagulation disorder, and the use of blood thinners) and not the band ligation procedure or the speedband device.